Manufacturer narrative:
Device 1 of 1 common device name: catheter, urethral product code: gbm. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A (B)(6) year old gentleman who performs urinary self catheterization every 4 hours around the clock for urinary retention. End user reports that the catheter did not have "enough lubrication for smooth insertion". The end user instead of using lubrication for catheter insertion used preparation h instead. The end user states that " was not enough lubricant with the catheter it resulted in him being having an infection as noted by a high fever of 108 degrees and sepsis. He was unresponsive at home and his wife called an ambulance. He was admitted to the hospital (B)(6) 2021 and discharged to home (B)(6) 2021. While in the hospital he received "several high powered antibiotics" by IV and 2 units of blood for a low hbg of 7.9. Repeat hbg was 9.2". No photograph received depicting reported complaint issue. *this MDR is for known lot number- MDR 1509328 was created to capture unknown lot

Manufacturer narrative:
The product was manufactured under product specification pr60-215 ver 9.0. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under manufacturing lot #1c03539 on machine a097 and then catheters were packed in peel packs (pouch) under lot 1c03552, sap code 1718777 in april 2021 in amount 115 200 pcs on packaging machine p009. Tubes used during catheters productions were produced from material pellets hydrophilic tpe m6906-01 as should be. No issue with water sachet was reported. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. A query was run against erp material 1718771 and malfunction code uca-pmc07.05 difficult to insert (only use when exact cause cannot be determined) which yielded one another occurrence (B)(4) from november 2016. Both complaints were received from the same complainant. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site:3005778470.

Event description:
To date no additional patient or event details have been received.